Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-05386. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Bending section and insertion unit were dented. Multiple black dots were displayed on the endoscopic image. Leakage test was performed and leakage was detected from the bending section rubber. The valve, the control unit, and eyepiece were corroded. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
At an inspection of the scope before the procedure, the user facility inspected the device and found that it was in good working condition. After the procedure, the doctor found that it is difficult to withdraw the device from the patient's body due to the dent of the device. The procedure was canceled. There was no report of patient injury associated with this event. The user returned the device to olympus repair center. At the inspection of the device, olympus repair center found that the metal tube of the bending section was protruded on the outer surface of the bending section rubber.